Manufacturer narrative:
Additional information: b2 and b5. B5: upon follow up, it was reported that on an unknown date, the patient was hospitalized for peritonitis. On an unknown date, antibiotic therapy was discontinued, the patient was discharged from the hospital and was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, nausea and vomiting. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with injection vancomycin (1gm, every 5th day, intraperitoneal, ongoing) and injection meropenem (1gm, once daily intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient is recovering from peritonitis. It was reported that the patient performs both pd therapy and hemodialysis therapy. No additional information was available at the time of this report.